Event description:
A malfunction was reported by the caller, who identified an issue with the pump displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisting them in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reoccurred.